Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing cartridges every 5-7 days. Customer was instructed to change the cartridge every 2-3 days per the user guide. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.